Event description:
It was reported to medtronic minimed that the customer stated that the pump won't turn on because it got wet. The customer received the frozen display and called with a keypad anomaly complaint. The customer had reported battery cap damage. The customer stated that the damage was on the metal contacts. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery cap damage, and the customer was advised to send accessories-1527 as a replacement for a battery cap. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the fluid in the pump, but there is no visible fluid in the pump. Troubleshooting was performed for the keypad anomaly, and the pump has not been exposed to altitude change. Troubleshooting was performed for the blank display and the display blank at the time of the call. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with a blank display. Unable to perform the sleep current test, active current test or self-test due to blank display. Unable to download history files or traces due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case and pillowing keypad overlay cosmetic damage was confirmed with scratched case and pillowing keypad overlay during analysis. Unable to confirm frozen display or keypad unresponsiveness due to blank display. Unable to confirm damaged battery cap due to not being received with original cap. Blank display was confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.